Event description:
It was reported the patient was admitted for a diagnostic coronary angiogram and right coronary stent placement via a left femoral arteriotomy. The procedure time was 3.5 hours. Following a pre-deployment angiogram, an 8f angio-seal was deployed. The patient was transferred to the intensive care unit (ICU). The next day, while in ICU, the patient became hemodynamically unstable and deteriorated into asystolic arrest. CPR was initiated, the patient was intubated, a rhythm was re-established, and the patient was sent to the cardiac cath lab for emergent evaluation of a groin hematoma. A left femoral angiogram and percutaneous transluminal angioplasty (pta) was performed via a right femoral arteriotomy. Contrast extravasation was seen and pta was attempted to tamponade the bleeding. A swan ganz catheter was placed and the patient was sent urgently to surgery. Surgical findings revealed a large hematoma and hemorrhage was present. The patient had a large amount of adipose tissue which required dissection to evaluate the bleeding. Reportedly the angio-seal anchor and collagen were found sandwiched together outside of the vessel in the subcutaneous tissue. Two arteriotomies were noted and a femoral vein laceration was present. The retroperitoneal cavity was filled with blood from the hematoma. The arteriotomies and the venotomy were sutured closed. The cavity was drained and flushed. Two 20f drains were placed and the incision was stapled closed. The estimated blood loss was 2,000ml. The patient was transported to ICU. The patient was placed on comfort care measures per family request. Approximately twelve hours later, the patient expired.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. Five radiographic paper print images were received with the complaint. The images were labeled in hospital. The first imaged labeled 12-31-07 "pre-angio-seal" represents a sheath injected with contrast. The projection was taken in a left anterior oblique of 30 degrees (lao 30). The next four images were labeled in 2008. The images represent a femoral angiogram and balloon inflation study. Contrast was seen in the artery and extravasation into the tissues was present. Contrast was not seen in the artery distal to the extravasation site. These images were taken in a lao 21 projection. There were no right or left markers on the images. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.